Event description:
Starting to see adverse effects of using fixodent and poligrip denture creams. Symptoms are tingling sensations in legs, arms following prolong use of these products. I am unable to chew or without using these adhesive creams to hold dentures in place. Dose or amount: denture adhesive as needed. Frequency: 3-4 per day.